Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, the pt's device was explanted due to "infection" (date not reported). The pt will be reimplanted with a new device following "reconstruction of bone flap."